Event description:
Per independent repair center statement, alarm will not function and key failure is power button has no alarm. Additional malfunctions are the compressor intake and cabinet filter are dirty and the o2 spout and tie wrap are broken.